Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised and acknowledged instructions to use the current pump as backup therapy while a replacement pump, with updated software, was sent by technical support. Additionally, they received guidance on putting the pump into storage mode and returning the faulty device within 10 days.